Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.